Event description:
It was reported that during its first use of the reamer, the tip got broken while reaming. The shaft and the 8.5mm reamer head broke while reaming. The fracture site had to be opened to retrieve the broken head and shaft tip fragment. This report is for one unknown 8.5mm reamer head. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one unknown reamer head. Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.